Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Additionally, it was reported that the pump shut off unexpectedly. Reportedly the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 149 mg/dl.